Manufacturer narrative:
The insulin pump was received with blank display due to broken battery tube spring contact and with corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alert due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm and the alarm reoccurred to battery changes. The customer's blood glucose was 13.5 mmol/l at the time of incident. The customer stated during troubleshooting that there was corrosion at the bottom of the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.